Manufacturer narrative:
(B)(4). Covidien technical support engineer troubleshot this issue with the customer over the phone and suggested the safety valve assembly be replaced.

Event description:
It was reported that the ventilator stopped cycling during patient use. No patient was harmed as a result of this event.